Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
On 02dec 2012, the following information was obtained from the nurse. On (B)(6) 2007, the patient began with dianeal pd2 1.5% therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced break in aseptic technique further described as did not wear a mask, poor hand technique, and open window while performing capd therapy. On an unreported date, the patient had a fever. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2012, the patient was hospitalized for the peritonitis. The cause of the peritonitis was the break in aseptic technique. The patient was treated with vancomycin and amikacin (dose, frequency, and route not reported) for peritonitis. The outcome of this peritonitis event was not reported. The nurse stated, the peritonitis with culture positive for (B)(6) was unrelated to dianeal therapy. On 11jan 2013, the following information was received from the nurse. On (B)(6) 2012, the patient and a relative were retrained on aseptic technique during hospital admission. On (B)(6) 2012, the patient's peritoneal effluent was clear and the patient was discharged from the hospital. Antibiotic therapy was ongoing. On an unreported date, the patient recovered from the event. This report of use error - breach in aseptic technique is confirmed because it was reported that the there was a break in aseptic technique further described as did not wear a mask, poor hand technique, and open window while performing pd therapy. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient, and provide ample instructions related to the prevention of the use error in this report. No issues were identified with the product labeling that would contribute to the reported problem.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a healthcare professional of peritonitis in a patient coincident with unknown therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. It was not reported if the patient was hospitalized. Treatment was not reported. The outcome of this peritonitis event was not reported.